Manufacturer narrative:
Device diagnostics verified the low impedance experienced in the field. A polished spot observed on the ICD can is consistent with a damaged lead. The lead remains implanted.

Event description:
It was reported that during a routine follow-up, low high voltage lead impedance was observed. When a new device was connected to the lead, the impedance was within normal range. The physician suspected a problem with the ICD. Testing of the removed ICD found normal characteristics. Lead damage is suspected. The lead remains implanted.